Event description:
Took abbott at-home covid test while symptomatic and came back negative. Followed up with pcr and it was positive. This also happened with another test with another member of our family. Definitely false negatives occurring. FDA safety report ID # (B)(4).